Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed system setup test. The technician recommended replacing the proportional (aecm) and three-way solenoid valves to address the issue. Replaced defective 3 way & aecm solenoid valves, final test pass. No further investigation is required at this time.